Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold and low sensing threshold were observed on the right ventricular (rv) lead. The rv lead was repositioned. During diagnostic imaging to check the lead's position it was noted that the rv lead perforated into the pericardium. The patient remained asymptomatic and no intervention was required. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. There were no performance issues with any abbott device.

Event description:
Additional information was received indicating that loss of capture was observed on the right ventricular (rv) lead.